Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system used in this case was working correctly. There is no indication of a malfunction of the mr system used that could have contributed to the incidents. The injury, 2nd degree burn to the right upper arm with reddening of the skin and blistering, can only be explained by close proximity of the coil cable to the skin. Although it was mentioned that padding was used to prevent this contact, it was also mentioned that the cable and filter of this msk m coil were near to the location of the patient harm (effective distance near to 5cm), and that the patient also moved during the study. The patient didn't alert the technician that he felt heat and he didn't press nurse call. He only commented it to technician when study finished.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient sustained a burn to the right upper arm with reddening of the skin and blistering. Additionally, a picture provided shows a blister that appears larger than 2.5 cm, although measurements of the blister were not provided. The patient was provided cooling and topical ointment and is expected to fully recover.